Event description:
It was reported that a venous closure of the right common femoral vein was attempted with a prostyle device after an ablation interventional procedure using an 11f sheath. Reportedly, the foot could not retract causing the device to be stuck in the anatomy. The physician wiggled the device and eventually freed the prostyle device. Medication and manual compression was administered in an attempt to achieve hemostasis. Ultimately, a femostop device was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic prostyle instructions for use (eifu) states: the perclose prostyle smcr system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures. For arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties.